Manufacturer narrative:
A review of the mfg records and product profile did not provide any evidence of a mfg or design related cause for the reported incident. Where the lifting had occurred, the graft was reinforced with another piece of xenmatrix perpendicular to the first and it was noted that the physician had difficulty reapproximating the defect and bringing the edges of the defect area together during surgery. However, without the product returned for eval, a definitive conclusion cannot be determined.

Event description:
On (B)(6) 2010 - pt underwent an open complex abdominal wall component separation procedure with xenmatrix implant. The graft was tailored prior to implant with mayo scissors and was free of nicks. The xenmatrix was placed in the intraperitoneal space. The graft was sutured into a defect measuring approx 15 x 20 cm with a prolene suture on a taper needle CT-1 (non-cutting needle). The suture used was a 1 or 0 size. The sutures were placed approx 4 cm apart with approx 8 cm of overlap. The graft was not placed under tension. At the time of the implant, the surgeon was not able to close the fascia and the skin was reapproximated. Unk date - the pt was diagnosed with a hernia recurrence on the right side. On (B)(6) 2010 - the pt was brought back to surgery. The surgeon noted there was no infection present and granulation tissue on the left side of the graft. The graft was not removed. The surgeon noted the right side of the graft was unattached and it appeared there was approx 2 small holes (one the size of a dime and the other a little smaller) in the graft approx 1.5-2" from the anterior right edge of the graft. To do the repair, the surgeon lifted up the right side of the graft which had come unattached, slightly trimmed it and placed a new 19x35 xenmatrix underneath the graft in the vertical position (the original graft appeared to have been placed horizontally across the abdomen). He secured the graft with a running prolene suture and placed a few interrupted sutures. Once the new graft was in place, he folded the new graft on top and sutured it in place with "mattress sutures". He placed a drain prior to closing.